Event description:
This is the first of three occurrences where the bonded check relief valve on the manifold failed after the dr pulled a significant negative pressure. Blood was pulled up into the manifold. This occurred midway through the procedure and to finish, surgeon manipulated the manifold and roller clamp. This occurrence resulted in air being injected into the pt's left coronary artery. The pt was stabilized with no subsequent adverse sequelae.